Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device found no damages or defects. Functional testing was then performed by connecting the advancer to the rotapro control console. During functional testing, the device was able to reach and maintain optimal rpm in both normal and dynaglide modes with no resistance or issues. Product analysis did not confirm the reported event, as the device was able to reach and maintain optimal rpm with no resistance or issues during analysis.

Event description:
It was reported that the speed was unstable. The target lesion was located in the severely calcified artery. A 1.50mm rotapro was selected for use. During platforming, the speed was set at 160,000rpm outside the patient. During procedure, it was noted that the rotation speed was unstable, and the rotation speed increased to 180,000rpm. The procedure completed with this device. The device was simply removed from the patient's body. There were no patient complications reported.

Event description:
It was reported that the speed was unstable. The target lesion was located in the severely calcified artery. A 1.50mm rotapro was selected for use. During platforming, the speed was set at 160,000rpm outside the patient. During procedure, it was noted that the rotation speed was unstable, and the rotation speed increased to 180,000rpm. The procedure completed with this device. The device was simply removed from the patient's body. There were no patient complications reported.